Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's "pain is still so unbearable, shoot[ing] pain down my legs feet us twice as number as before and I can¿t walk without holding onto something, pain was in my lower back going into my butt and calf¿s it¿s even worse now, plus not being able to walk without a cane, feet and legs hurt so bad at night can¿t sleep , feel like I got a belt of thorns around my waist feeling like I got pins sticking me all around."